Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The mitraclip remained implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This mitraclip report is filed for worsening mitral regurgitation. Patient ID: (B)(6). It was reported that on (B)(6) 2018, the patient presented with functional mitral regurgitation (fmr) grade 4+ with pure annular dilatation, primary jet at the a2/p2 leaflets, and leaflet tethering. Three mitraclips (cds0502 80404u147, 80404u148, 80404u149) were implanted without reported issues, reducing the mr to grade 1+. On (B)(6) 2018, the mr was observed at grade 3+. Reportedly, there was no device issue. On (B)(6) 2018, the patient was admitted to the hospital for abdominal pain and worsening heart failure with fluid retention. Medication was provided. On (B)(6) 2018, the patient had worsening chronic obstructive pulmonary disease (copd) with dyspnea. Medication was provided. On (B)(6) 2018, the patient expired due to respiratory failure. Per physician, the abdominal pain, worsening heart failure, edema, worsening copd with dyspnea, treatments of, and patient death were unrelated to the device and unrelated to the mitraclip procedure. There was no device malfunction reported. No additional information was provide regarding this issue.

Event description:
Subsequent to the initial medwatch report, the additional information was received: the mitraclip procedure was performed on a patient with a billowing mitral valve per physician, the worsening mitral regurgitation was unrelated to the device and was related to disease progression. The clips remained stable and well seated on the leaflets without any device related tissue injury. There was no device related adverse event or device malfunction.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported mitral regurgitation appears to be related to patient morphology/pathology (disease progression, billowing mitral valve). There is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the new information from the physician that the worsening mitral regurgitation was unrelated to the device and was related to disease progression, the clips remained stable and well seated on the leaflets without any device related tissue injury, and there was no device related adverse event or device malfunction, this event would not be MDR reportable. Exemption number: e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Patient code 1964 removed.